Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt stated that she noticed the odor of insulin after removing a cartridge. She said she noticed the cartridge felt damp, but there was no moisture in the cartridge compartment. She says she has not had any unexpected blood glucose readings.